Manufacturer narrative:
No allegation of product malfunction, no x-rays were provided to confirm the reported event. No product malfunction.

Event description:
On (B)(6) 2017, a patient underwent an extreme lateral interbody fusion procedure at l3-l4 levels. The anterior longitudinal ligament was damaged during the procedure, enabling the implant to be placed. The surgeon elected to postpone and change the procedure to a transforaminal lumbar interbody fusion (tlif). Patient underwent a tlif procedure on (B)(6) 2017. No patient injury reported.